Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not come on not allowing completion of the pretest. Therefore, the reported condition was confirmed. It was determined that the ground pin was missing at the power supply of the console, cover was cracked and the connector wires were broken causing the display not to work. It was determined that this was indicative of rough handling and/or dropping the console. It was further determined that this type of damage would cause intermittent operation of the console. The assignable root cause was determined to be due to component damage caused by misuse / abuse.

Event description:
It was reported that the console device stopped working and had to be reset to start working again. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. No patient or user injury was reported. It was not reported if there was any medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.